Manufacturer narrative:
The sample was returned with a crack in the locking mechanism. The root cause could not be determined.

Event description:
According to the complainant, the locking adapter cracked. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.